Event description:
It was reported the right ventricular (rv) lead was removed from the packaging and a bend was observed at the distal end of the rv coil. The lead was noted used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the lead and stylet was received. Removed stylet from lead and it was visibly kinked in various locations, and the leads distal end also lightly bent. Performed introducer test using the stylet sample in the lead, test result was passed. With the stylet inserted in lead, the lead passed through the introducer without obstruction. If information is provided in the future, a supplemental report will be issued.